Manufacturer narrative:
Additional information has been requested. Unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
Patient status post tfn hip procedure returned to surgeon for follow-up appointment on unknown date. X-rays taken at follow-up indicated medial migration of the helical blade. Surgeon explanted the helical blade only, nail remains implanted in the patient.